Event description:
Handpiece overheated during a composite restoration procedure and patient received a burn injury to the right-side corner of their lip. Patient was advised to use neosporin to treat the affected area and to seek additional medical treatment if necessary. Patient has reported to the doctor that their injury does not seem to be getting better. At this time, it is unknown if the patient is or has received additional medical treatment for the injury. A follow up report will be made if it becomes known that the patient did require additional medical treatment for their injury.